Event description:
Resident spilled coffee in bed. Coffee got on the controls on side rail. Electric short circuit occurred and causing head and foot of bed to go up simultaneously. When cna attempted to press bottom on control to bring them back down, bed began to rise. Cna then disconnected power supply and resident was transferred into another empty bed.